Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The left access vessel measured 12.5 mm in diameter and 120 mm in length. A CT scan done revealed the left common iliac artery was enlarged to about 28 mm in diameter resulted in a distal type I endoleak. The physician performed additional treatment where an endurant 16x10x156 stent graft was implanted and the left internal iliac artery was intentionally occluded. Per the physician's statement, the enlargement of the left common iliac artery caused the left limb to loose seal and therefore resulted in the type ib endoleak. It was also due to disease progression and the vessel was initially large as well. No additional clinical sequelae were reported and the patient is fine.